Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7088386.

Event description:
It was reported that the patient had a suspected infection at the midline incision site. Symptom of irriitation at the site was noted. The physician believed irritation was not device nor procedure related. The patient was placed on antibiotics and was doing well.